Event description:
A user facility reported a pt developed dysphagia and odynophiagia following the use of an lma. An examination revealed pharyngeal mucosal hyperemia and edema. The pt was treated as an outpatient with antibiotics for 10 days after she developed inflammatory changes of the right tonsil. All the pt's symptoms have resolved.